Event description:
It was reported that sensor is not working occurred. The sensor was inserted into the arm, which is off-label usage of the device, on (B)(6) 2023. Data was evaluated and the allegation was confirmed as an early sensor expiration was confirmed. The probable cause was determined to be a stale stop command which led to an early sensor expiration. The reported event of a sensor is not working is reportable based on the finding of an early sensor expiration. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.